Event description:
The MDR is being filed retrospectively. After a review of prior complaint information, this incident was determined to be reportable. In 2005 baxa was notified that a microfuse began making a 'ticking noise' during infusion, then the unit seemed to speed up and slow down. The customer reported that they performed a 4 minute infusion which took 4 minutes and 4 seconds. Customer reported that they have had four separate incidents of patients being infused with adenosine that have recently experienced 'side effects' that included headache, facial flushing and chest pain. The customer reported that the patient's required aminophylline to counter-act the side effects.

Manufacturer narrative:
During the investigation of the unit, the unit would not infuse but was in a constant alarm condition as a result of a broken 'flex circuit'. The 'side effects' described by the customer are common side effects of adenosine. The customer reported that the microfuse was infusing at the correct rate of 4 minutes and 4 seconds. No conclusions can be drawn.